Event description:
It was reported on (B)(6) 2024, the patient was implanted with a "peripherally cannulated central venous catheter" in the left brachial vein, which was inserted into the body 42cm and leaked 6cm, and the tube had not been trimmed before, and on december 11, there was oozing during maintenance, and after 3cm was extracted, it was found that the catheter was broken and leaking at 41cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed a demonstration of the leaking groshong. The catheter was observed to be placed in a patient¿s arm. A clear fluid was infused through the groshong catheter and could be seen leaking from the tubing. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on march 15, 2024, the patient was implanted with a "peripherally cannulated central venous catheter" in the left brachial vein, which was inserted into the body 42cm and leaked 6cm, and the tube had not been trimmed before, and on december 11, there was oozing during maintenance, and after 3cm was extracted, it was found that the catheter was broken and leaking at 41cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.